Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The physician attempted closure of an arteriotomy site with the starclose device following an interventional procedure. Before finishing step 3 to split the sheath, the vessel locator wings collapsed. The device was removed from the pt and hemostasis was achieved with manual compression. There was no report of pt injury.